Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. During troubleshooting with tandem technical support it was reported the customer was able to remove more air than expected from the cartridge. The customer's blood glucose was 146 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.